Event description:
During procedure surgeon tried to place an anchor and the device did not fire correctly. It was removed from the surgical site and a new anchor was used. 6 of these anchors (all identical lot numbers) were opened on the sterile field and 1 of the anchors didn't fire/release the anchor; unable to determine exactly which 1 of the 6 anchors malfunctioned. No anchors saved.